Event description:
Consumer stated the "product exploded like a rocket in her bathroom, the battery shot right off the toothbrush." Consumer threw the brush away, unable to retrieve the product. The end cap blew off and blew past her pants leg and came off. It didn't hit her. Consumer believes she purchased the toothbrush last fall. The bottom piece was empty, she said she was able to continue to use it. "There was gel coming out of inside sticky."